Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was being revised due to observations of noise that was oversensed causing pacing not delivered when required. Due to the venous system of the patient being occluded the physician opted to abandon the implanted system and replace with a leadless pacemaker system. No adverse patient effects were reported.